Manufacturer narrative:
Block b5 has been updated with additional information received on july 25, 2024. Block h6: imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Block h11: correction to the initial MDR in blocks d6b and h6 (impact codes and device codes).

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rmv stent was implanted in the distal bile duct for 2 months to relieve biliary obstruction on (B)(6) 2024. On (B)(6) 2024, a wallflex fully covered biliary rmv stent was placed in the bile duct to relieve biliary obstruction due to intraductal papillary mucinous neoplasm (ipmn). The patient returned on march 13 due to obstruction. It was found that the stent had migrated proximally and there was a distal tissue ingrowth. Another stent was placed through the original occluded stent. On (B)(6) 2024, the patient was brought back to try to remove both stents. The second stent was removed without issue, however, the migrated stent retrieval wire snaped while trying to remove. Spyglass was passed through to visualize the proximal end of the stent and attempted to pull from that end, however, the retrieval was unsuccessful, and the stent remains implanted. Another surgery was scheduled for intraductal papillary mucinous neoplasm (ipmn) to remove the stent. Additional information received on july 25, 2024. The stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The patient's anatomy was not dilated prior to stent placement. The patient's admission was related to the patient's underlying condition, intraductal papillary mucinous neoplasm (ipmn). Since the patient was scheduled for surgery, the stent was also planned to be removed at that time.

Manufacturer narrative:
Block h6: imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f2301 captures the reportable event of additional deviuce required. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0106 captures the reportable event of stent obstruction within device.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rmv stent was implanted in the distal bile duct for 2 months to relieve biliary obstruction on (B)(6) 2024. On (B)(6) 2024, a wallflex fully covered biliary rmv stent was placed in the bile duct to relieve biliary obstruction due to intraductal papillary mucinous neoplasm (ipmn). The patient returned on march 13 due to obstruction. It was found that the stent had migrated proximally and there was a distal tissue ingrowth. Another stent was placed through the original occluded stent. On (B)(6) 2024, the patient was brought back to try to remove both stents. The second stent was removed without issue, however, the migrated stent retrieval wire snapped while trying to remove. Spyglass was passed through to visualize the proximal end of the stent and attempted to pull from that end, however, the retrieval was unsuccessful and the stent remains implanted. Another surgery was scheduled for intraductal papillary mucinous neoplasm (ipmn) to remove the stent.